Event description:
Additional information received reported that patient fell and her leg was numb due to nerve damage from the fall. It was indicated that patient fell and broke the whole device, 3 leads were off and everything was broken. It was noted that it took 10 months to get in for revision with health care provider. It was indicated that neurostimulator ins was replaced in (B)(6) 2013. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient did not have any concerns with their device and was "very satisfied." Four days later, the patient was reported as "doing fine." Additional information reported that initially the device was not working, even when going through all programs. There were no revisions or hospitalizations. It was stated that the problem was "fixed" on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# v875334, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient could not hit or stand too long as it hurts. Patient felt a numb and tingling feeling on her left side and down to her leg. Past two to three weeks from the date of this report, the wires were shocking her. On patient's right side, her buttocks down to her foot and her toes were "curling in." The device was turned on and program 1 at 4.0. Patient had shocking in her butt at this setting. It was noted that patient had a fall one month after she got the device. Patient had butt bone aches.